Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 447 mg/dl. The customer stated that the bolus wizard was not calculating correctly. She noted that she had high blood glucose because she had not been on insulin pump therapy since her device was replaced. Upon troubleshooting, it was found that the customer had programmed her settings incorrectly by mistake. The customer was able to perform a fake bolus and confirmed that the bolus wizard feature worked as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.